Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation. The patient reported skin irritation on his left side. The patient reported that it was not bleeding and that it was itchy. The patient was given a cream from his daughter in law who is a nurse. There is no alleged device malfunction. Follow-up indicated that the irritation was improving.